Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the introducer needle was hard to remove on (B)(6) 2025. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.